Manufacturer narrative:
(B)(4). Factors that may contribute to the inability to advance/retract the micro catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. In this case, the guide wire and micro catheter were not returned which may have aided in the evaluation. A conclusive cause could not be determined for the reported difficulty. To ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for resistance for this lot. In summary, based on this evaluation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified eccentric lesion, in the distal right coronary artery with 100% restenosis of a non-abbott stent. The balance middleweight (bmw) universal ii guide wire met resistance and would not advance smoothly through a non-abbott microcatheter. An attempt was made to remove the bmw universal ii guide wire; however, both devices were removed together. The same bmw universal ii guide wire was reinserted and another non-abbott microcatheter was advanced but resistance was met between the two devices, so the doc extension wire was connected to remove the microcatheter, but there was resistance with the doc. The bmw universal ii guide wire and the micro catheter were removed outside of the patient anatomy. A non-abbott guide wire and a new microcatheter were used to continue with the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.